Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received multiple error alarm. The customer¿s blood glucose level was 95 mg/dl. The customer states that seems the battery died while I was rewinding the pump. The customer also states he was rewinding his pump when the screen just froze and the light dimmed to about half the brightness. Customer was able to complete pump rewind. Explained pump will need to be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No failed battery test alarm noted during testing or in the insulin pump trace download. No pump error alarms during testing. Insulin pump was monitored and no unexpected insulin pump setting resetting noted. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on printed circuit board was locked properly during visual inspection. No frozen display during testing. Insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.